Event description:
It was reported that during an unknown procedure, the clips fell out of the device prior to firing. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.